Event description:
A healthcare facility reported that a patient experienced toxic anterior segment syndrome (tass) reported as recovered/resolved with sequelae, ocular perforation reported as not recovered/not resolved and unspecified visual loss reported as not recovered/not resolved. These events caused or prolonged hospitalization (dates unknown). The patient underwent uneventful cataract surgery with phacoemulsification on (B)(6) 2010 during the morning shift.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).